Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the actuate button of insulin pump stopped working, rainbow effect in certain lighting making difficult to operate, battery contacts loose not able to stay connected, insulin pump had sudden power down because of battery contacts, insulin pump rejected new room temperature batteries, priming taking longer to complete and giving grinding noise. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.